Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t-wave oversensing. On interrogation it was noted that the battery was showing 13% remaining although the device had been implanted for approximately one year. Induction testing was the only other shock the device had delivered. Data analysis confirmed the device battery was depleting earlier than expected and device replacement was recommended. This device was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; the sensing and shocking functions of the device were verified. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a compromised radiofrequency integrated circuit. This component was drawing excess current which resulted in the observed premature battery depletion.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t-wave oversensing. On interrogation it was noted that the battery was showing 13% remaining although the device had been implanted for approximately one year. Induction testing was the only other shock the device had delivered. Data analysis confirmed the device battery was depleting earlier than expected and device replacement was recommended. This device was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.